Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unable to provide finding as no parts were returned to manufacturer for analysis and no evaluation of the system was preformed. Part not returned.

Event description:
A medtronic representative reported that they were told that the site staff noticed white faint line images when scanning heavy set or large patients. There were no specifics as this was noticed during image review after the case. There hasn't been any delay or usability concern. Surgeons have not noticed, but the rt saw the lines when reviewing the images after the fact. There was no patient present when this issue was identified.